Event description:
In connection with emergency power-up sv300 stops and activates technical alarm pf. After off/on switching the ventilator operates normally. Emergency voltage has been measured. Problems occurred when voltage was >245. There was no injury.